Manufacturer narrative:
The insulin pump was received with intermittent button response due to act, escape and down arrow buttons were flat button dome. The connector was inspected and locked on the lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and a21 error test. No display anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. No lost sensor alarm noted during our testing. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the escape button is missing a piece of silicone underneath the button. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the escape button is broken and it is hard to push and the pump alarmed lost sensor. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.